Manufacturer narrative:
Product was received on (B)(4) 2013. The buttons passed the optical and functional investigation successful and meet the specification. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported the down arrow button on the infusion device does not work at all anymore. Patient stated pressing the button has no effect. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
(B)(4).